Manufacturer narrative:
The lot was manufactured july 16, 2018 to july 18, 2018. Six (6) samples were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. The cause of the fluid inside the bags was found to be untightened blue winged luer caps. A functional leak test was performed by filling the six samples with water and manually tightening the blue winged luer cap. During filling and the next day, there were no signs of a leak. The reported condition was not verified for the six returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) small volume intermates were leaking prior to patients use. The devices were filled with sodium chloride (nacl) solution. There was no patient involvement. No additional information is available.